Manufacturer narrative:
Product event summary: the distal segment of the lead was received and analyzed. Analysis indicated a depression in the outer insulation of the lead due to a breach sustained while in vivo. Concomitant medical devices: 506852 lead, implanted (B)(6) 1999; p1501dr ipg, implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular and right atrial leads were removed and replaced prophylactically, without performance allegations. The leads were then returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.